Event description:
It was reported during a therapeutic hysteroscopic resection procedure, the tip of the resection sheath broke off into two pieces. A small triangle broke off from the tip, causing the entire tip to fall out of its anchorage. The large piece was able to be retrieved relatively quickly, but it took some time to retrieve the small triangle piece. The procedure was completed with the same device as there was no replacement available in-house. The patient's anesthesia time was extended an unspecified length of time. There were no further reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, d9, h2, h3, h6, h7, h9, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. The device evaluation found the insulting insert had completely broken off. The broken fragment was not available for investigation. A root cause could not be identified. Based on the results of the investigation, the most probable cause is not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.